Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right hublock is not holding and the left side locks but is "dragging" and noisy.